Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent an unspecified breast augmentation with unknown smooth 425cc mentor breast implants experienced bilateral capsular contracture postoperatively, baker grade unknown. The patient presented with breast encapsulation, breast deformity and ptosis. As a result, the patient underwent explantation and replacement with 630cc smooth mentor memorygel breast implants, catalog # smpx630, left lot-serial # (B)(4) and right lot-serial # (B)(4) on (B)(6) 2019. This medwatch report is for the second to two implants.